Manufacturer narrative:
Reference: li j, et al., 2023, myocardial mechanics of percutaneous intramyocardial septal radiofrequency ablation, jing li, heart failure and cardiomyopathies. 109:289¿296, http://dx.doi.org/10.1136/heartjnl-2022-321597 accepted 7 october 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature, between october 2016 to july 2019, there were 60 patients who were treated with percutaneous intramyocardial septal radiofrequency ablation with cool-tip rfa as a novel treatment for hypertrophic obstructive cardiomyopathy. Complications included: pericardial effusion (8) with four patients requiring a surgical drain; ventricular fibrillation in one patient who was quickly resuscitated. Percutaneous intramyocardial septal radiofrequency ablation is an off-label use of cool-tip rfa.

Manufacturer narrative:
Additional information: b5, g3, h6 (rfr/fdd: procedure related adverse event) new information has been received, and reassessment of the complaint found that it is no longer a reportable event. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature, between october 2016 to july 2019, there were 60 patients who were treated with percutaneous intramyocardial septal radiofrequency ablation with cool-tip rfa as a novel treatment for hypertrophic obstructive cardiomyopathy. Complications included that are not related to device: pericardial effusion (8) with 4 patients requiring a surgical drain; ventricular fibrillation in 1 patient who was quickly resuscitated. Percutaneous intramyocardial septal radiofrequency ablation is an off-label use of cool-tip rfa. Myocardial mechanics of percutaneous intramyocardial septal radiofrequency ablation, jing li, heart failure and cardiomyopathies